Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use cs100 intra-aortic balloon pump (iabp) having a loop leak and it was usable after refilling, and no damage was caused.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, e2, e3, e4, g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found the safety disk to cause leaking. The safety disk was replaced, and all performance and safety tests were performed and passed. It was delivered to the customer and can be used in clinical practice.